Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. It was also reported that the crt-d longevity was consistent after performing a remote transmission. The exhibited shorter than expected longevity estimate was due to a software estimator error of the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.